Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the patient was presented with a bile leak post op. The surgeon re-operated and was unclear where the bile was leaking from. The day after was not showing any leak. Unknown how case was completed. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Per the sales rep," what was found in the reoperation? Nothing conclusive. Were clips present? Yes. How is the patient currently? Well. Is the patient expected to make a full recovery? Yes. How many days post-op? Not confirmed at this time. Was there any torque applied during use? Per dr. Owens, no. Were any difficulties encountered during the initial procedure? None described."